Event description:
Surgical probe would not work at time of surgery. Indicator stated "check probe". No patient contact.

Manufacturer narrative:
Product is still pending arrival. Updated information will be provided upon receipt of product.